Event description:
Patient underwent a laparoscopic left inguinal hernia repair. The fibers of the rectus muscle were identified and retracted laterally. The surgeon placed a balloon dissector in the pre-peritoneal space, and under direct vision, expanded it without difficulty. Surgeon then removed it and replaced it with a 10mm balloon trocar. Surgeon then inserted a camera, confirming that he was in the pre-peritoneal space, without complications. At the end of the surgery, when the trocar was removed, the surgeon found a small piece of metal in the patient's navel. The piece of metal was determined to be the pin on the trocar, which is part of the trocar's locking mechanism.